Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.section d1-asku and section d4-asku. Information was requested from the customer but was not provided.

Event description:
Per complaint (B)(4), during post operative check, patient experienced failure of implant to integrate and was fallen.